Manufacturer narrative:
The biomedical engineer (bme) reported that they had a power outage, and this caused their central nurse's station (cns) to unable to be turned on. He said at first it would get stuck at the cns splash screen. They then turned off the unit. Then when he tried to turn it back on, it would not do anything at all. They got another cns from another hospital to set it up as a replacement. However, this replacement was not working either. They tried to boot it up, but it got stuck on the cns-6000 splash screen before entering windows. Nihon kohden technical support (tech support) had them swap around the hard drives on this unit. First just leaving the top hdd inserted and then boot it up. It got stuck on the splash screen. Then tech support had him turn off the cns and leave out the primary hdd and only have the second hdd plugged in. When they tried to boot it up, it said os not found. The biomed then said he is going to try something else and will call back in. When they later called in again, and he had gotten the cns back up. He said that he was finally in the cns software. Tech support assisted in configuring the new cns, and also showed him how to add the beds he wanted on the unit. They stated that the failed unit will most likely not be sent into repair because they received many spare cnss from another hospital. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they had a power outage, and this caused their central nurse's station (cns) to unable to be turned on. He said at first it would get stuck at the cns splash screen. They then turned off the unit. Then when he tried to turn it back on, it would not do anything at all. They got another cns from another hospital to set it up as a replacement. However, this replacement was not working either. They tried to boot it up, but it got stuck on the cns-6000 splash screen before entering windows. Nihon kohden technical support (tech support) had them swap around the hard drives on this unit. First just leaving the top hdd inserted and then boot it up. It got stuck on the splash screen. Then tech support had him turn off the cns and leave out the primary hdd and only have the second hdd plugged in. When they tried to boot it up, it said os not found. The biomed then said he is going to try something else and will call back in. When they later called in again, and he had gotten the cns back up. He said that he was finally in the cns software. Tech support assisted in configuring the new cns, and also showed him how to add the beds he wanted on the unit. They stated that the failed unit will most likely not be sent into repair because they received many spare cnss from another hospital. No patient harm was reported.